Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. After five minutes of treatment, the leak was visually observed in the port of the bottom of the dialyzer and the machine alarmed. Estimated blood loss was 50 cc's. No medical intervention was required. Sample was discarded by the user facility; sample is not available.